Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3889-28, lot# v065682, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer's family member reported that the patient never had therapeutic effect since implant and they wanted taken out. However, the patient could not get ahold of their physician. No surgery was planned. The patient was receiving an MRI, but it was not related to the therapy. Additional information from the health care professional (hcp) reported that it was unknown if there was 50% or greater symptom reduction. It was also unknown if it was device related or if reprogramming was needed. Furthermore, it was unknown if the patient had a loss of therapeutic effect or loss of therapy. The patient was last seen at the hcp's practice on (B)(6) 2009. Further information from the consumer's family reported that the patient's device was no longer working and it had not worked since 6 months after she got it. She was implanted on (B)(6) 2007. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received via the consumer reported the device was reprogrammed many times, and the programs were changed many times, but would still not control the incontinence. From day one, the device had never performed properly. It was previously reported the device had not worked 6 months after she got it. It is unclear when the device issue began. It was indicated the interstim device not working was not resolved.

Event description:
Additional information received from the patient¿s husband reported that the patient still never had therapeutic effect since implant. The patient then later clarified that at first she had some therapeutic benefit but now the device had not been working for a long time. She had been to the urologist several times and had been reprogrammed in the past but it did not help. The issue had been occurring since 2010. The patient¿s husband later reported conflicting information by noting that the patient was implanted in 2012. He also reported that the system never worked.

Manufacturer narrative:
It is noted upon further review. The fdp listed is also applicable to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient wanted to get the device removed so they could get an MRI. The caller was very hard to understand but it sounded like they said it had not worked in five years. No further patient complications were reported/ anticipated as a result of this event